Event description:
It was reported that the device battery voltage dropped quickly. At a follow-up visit, the device measured 2.96 volts. Approximately two weeks later the device reached elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.